Event description:
A mix of syringe sizes was found at one of our filling locations in the pharmacy. One box of bd insulin syringes with needles 31g 0.3ml was found in a case of bd insulin syringes 30g 0.3ml. The filler reported that he pulled it from a full case that was just opened.